Event description:
It was reported by the customer that during a bph surgical procedure: the first fiber exhibited ¿fiber tip broken¿ at 17,938 joules and 04:07 minutes of usage. The second fiber also exhibited ¿fiber tip broken¿ at 90,806 joules and 12:56 minutes of usage. The case was completed with a third fiber. Patient outcome: no injury to patient reported. This report is for the second fiber.

Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the fiber/glass cap shows a circumferential fracture at distal side of fiber/cap fusion zone distal the bevel edge; the glass cap exhibits severe devitrification at the output window; the metal cap exhibits severe detritus adhesion. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.